Event description:
During catheter revision surgery, the "top part of the pump was hanging by a thread". The device was implanted in 1999. Symptoms leading up to surgery were not reported. The catheter and pump were replaced.

Event description:
B5-the hcp reported that the patient was experiencing "nausea and vomiting and signs consistent with acute cholecytitis despite laparascopic chole, patient complaining of persistent symptoms consistent with withdrawal." Date of onset of symptoms reported to be 1/13/2006.